Event description:
Dealer originally called for the on/off switch, stating that it was not working, then he asked for a quote on the entire joystick. He believes the end user is driving the chair in the rain. No further information provided.